Event description:
Affiliate reported that the patient's ventricles reduced in size, with a pressure setting of 30mmh20 at the initial implant. The doctor attempted to change the pressure and was unsuccessful, even by neodymium. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.